Manufacturer narrative:
Block e1: initial reporter state: (B)(6). Block h6: device code 1069 captures the reportable event of stent shaft break. Block h10: the returned polaris loop ureteral stent was analyzed, and a visual evaluation noted that the shaft middle section was detached/separated. The suture string was returned unloaded and properly cut. No other issues with the device were noted. The reported event was confirmed. Based on the product analysis, the stent was returned with the suture string unloaded from the stent and properly cut, evidence that the stent was manipulated. The failure found, stent shaft detached / separated, is an issue that could have been generated by the user or due to the interacting of the device with the suture string or interaction with other devices during preparation and use. The most probable root cause is averse event related to procedure since it is most likely that the adverse event occurred during the procedure and the device had no influence on the event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a polaris loop ureteral stent was used during a lithotomy under ureteroscope procedure for a stone in the ureter, performed on (B)(6), 2020. According to the complainant, during withdrawal, the physician noticed that the stent was fractured when removed from inside the patient's body. The fractured stent was pulled out and no fragments were left inside the patient. Another ureteral stent was implanted and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a polaris loop ureteral stent was used during a lithotomy under ureteroscope procedure for a stone in the ureter, performed on (B)(6) 2020. According to the complainant, during withdrawal, the physician noticed that the stent was fractured when removed from inside the patient's body. The fractured stent was pulled out and no fragments were left inside the patient. Another ureteral stent was implanted and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.